Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error during priming. The customer's blood glucose was 350 mg/dl, which was treated with manual injection. The customer does not use the sensor feature. They were unable to complete the rewind sequence. The discontinuation of the device was advised. The caller was advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Device passed the displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. No motor error alarm noted. Motor passed motor test.